Event description:
A hospital in (B)(6) reported to a distributor that an alarm sounded on a humidifier when an rt100 adult dual-heated breathing circuit was connected. It was further reported that it could be due to an open circuit heaterwire; however, the breathing circuit was discarded at the hospital facility.

Event description:
A hospital in (B)(6) reported to a distributor that an alarm sounded on a humidier when an rt100 adult dual-heated breathing circuit was connected. It was further reported that it could be due to an open circuit heaterwire; however, the breathing circuit was discarded at the hospital facility.

Manufacturer narrative:
(B)(4). The rt100 adult dual-heated breathing circuit in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt100 adult breathing circuit had been destroyed at the hospital facility. Our analysis is accordingly based on the event description, additional information provided by the hospital and results of previous investigations on similar complaints. Results: the hospital reported that a heater wire alarm sounded immediately after the rt100 adult breathing circuit was connected to a humidifier. A lot check revealed no other complaints of this nature for lot number 110613. Conclusion: the fault observed by the hospital is most likely due to open circuit heater wire. Electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. The timing of use suggests the heater wire became open circuit post production. (B)(4).

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt100 adult dual-heated breathing circuit had been destroyed at the hospital. We are currently in the process of obtaining further information in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information and have completed our analysis.